Event description:
Pt called lfs and alleged that their meter was reading inaccurately low. The pt obtained a result of 124 mg/dl on their meter. They compared this to an off-brand meter, no results reported. This is an invalid comparison. The pt did not seek any medical treatment. The test strips were in good condition, codes matched, and the techniques for applying blood and cleaning the puncture site were done correctly. The pt performed two control solution tests; both failed. Based on the information provided, the meter malfunctioned. However, there is no evidence that the meter contributed to a serious injury. The meter, test strips, and control solution are being replaced for the pt. No further info has been reported.